Event description:
Additional information was received from the patient. It was reported that the cause of the right side not working was unknown. The right side had failed to work since implant. It had been worked by three different appointments in attempts to activate/modify how the device worked. The steps taken to resolve this was that it had been reviewed twice at the university of kentucky, and they could not activate the right side. The issue was not resolved. Although it had not been charged for the past one and a half years, and when last activated, was placed in the off position.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was caller stated that when the implant was put in, it worked just fine on the operating table, however it stopped working on the right side in recovery. Caller noted they have not been able to get it to work on the right side ever since it was put in. Caller noted they have met with several reps at the up pittsburg and the university of kentucky, but they could never get it to work on the right side. Caller noted it worked great on the left side. Caller stated the implant has been off for about 2 years now, but their parkinson's has gotten worse and now they need an MRI. Caller stated they were told they can't have an MRI unless their device is in MRI mode. Caller noted that they lost all their charging equipment moving. Caller stated they spoke with rep today who thought the implant might not be able to be restarted. Agent reviewed MRI mode information and ins information. Agent reviewed replacement process for the lost equipment and sent an order to repair for the recharger, ac power supply, and belt. Agent advised caller to call back for assistance with trying passive recharge mode once the equipment is received. Agent warm transferred patient to sunmed. Updated patient's address and phone number. Caller also mentioned they have degenerative disc disease. Patient called back to check the status of their replacement controller. Agent provided sunmed's number and warm transferred. Patient noted they did receive "belt and its equipment" yesterday.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.